Manufacturer narrative:
Block h6: imdrf device code a0902 captures the reportable event of reading inaccurate.

Event description:
Note: this report pertains to one of five alliance inflation syringes and one cre fixed wire dilatation balloon used during the same procedure. It was reported to boston scientific corporation that five alliance inflation syringes and one cre fixed wire dilatation balloon were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2023. During the procedure, the balloon was attempted to be inflated using an alliance syringe and handle. The customer reported that the balloon was able to be inflated, but the syringe gauge was not functioning properly. They tried with four other syringes from the same box, but all had similar problems. One of the syringes even popped the balloon. The procedure was completed with another alliance inflation syringe from a different lot number. There were no patient complications reported as a result of this event.